Manufacturer narrative:
Returned product consisted of a sterling balloon catheter. The balloon was intact and able to be inflated to rated pressure, with both markerbands seated inside the intact balloon. Microscopic and tactile inspection revealed numerous kinks, located distally inside the balloon. Microscopic inspection of the distal, proximal and tack weld found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06192 and 2134265-2015-06193. It was reported that component detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left arteriovenous fistula. A 7.0mmx40mmx80cm sterling balloon catheter was used along with two (2) 150cm, 8cm v-18 control wire guide wires. However, when delivering the device to the lesion, a marker band-like object remained in the palmar artery and it seemed that there was no hematogenous disorder. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06192 and 2134265-2015-06193. It was reported that component detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left arteriovenous fistula. A 7.0mmx40mmx80cm sterling balloon catheter was used along with two (2) 150cm, 8cm v-18 control wire guide wires. However, when delivering the device to the lesion, a marker band-like object remained in the palmar artery and it seemed that there was no hematogenous disorder. The procedure was completed with this device. No patient complications were reported and the patient's status was good.